Manufacturer narrative:
(B)(4). No further action is required at this time.

Event description:
Edwards received a request for additional information from the FDA with five (5) questions regarding a voluntary report, (B)(4), which involves a patient who underwent a mitral valve repair with an edwards annuloplasty ring model 4200-26mm. The reported event states that the ring tore in his valve. He became very short of breaths only months after surgery and was diagnosed with hemolytic anemia requiring multiple blood transfusions. Report indicates that physicians suggested a repeat open heart surgery, and that the cause of his dying red blood cells was due to the mitral valve. A physician's opinion was that the valve was operating fine, with a slight leak. The patient went to hospital ER, and was in congestive heart failure. Report states that they agreed that the cause of the patient's pain and suffering was from the ring. The patient underwent a redo sternotomy mitral valve replacement, and two (2) stent replacements, but later was found unresponsive in his room and passed away. Edwards followed up with the healthcare provider and obtained medical records regarding this event.

Manufacturer narrative:
Additional manufacturer narrative: medical records were obtained by edwards from the healthcare provider, but the explanted device was not available for return. Edwards review and analysis of this event, as well as responses to FDA questions listed on the request for additional information ((B)(4)) prepared on (B)(4) 2014, will reported once completed.